Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the helix had disengaged from the helical channel. It was also noted that the distal conductor had blood/body fluid (not obstructed), there was blood in/on the helix mechanism and sleevehead, and there was a tip seal observation.

Event description:
It was reported that during the implant attempt, the lead was repositioned. After repositioning the lead, the helix would not extend due to possible over retraction of the helix. The lead was removed and replaced. No patient complications have been reported as a result of this event.